Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: a visual and microscopic analysis was performed which identified striated broken, missing shell (0-25%), wear abrasion and crease fold. Based on the device analysis the final assessment is: a striated broken due to surgical damage consist in the use of some surgical tool. Missing shell due to inconclusive reason for reoperation due to rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side rupture. The device was explanted.